Event description:
The locking mechanism of the extractor broke. There was no adverse consequence for the patient or delay in surgery or anesthaesia time.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that the design of the device may not be suitable for repeated exposure to autoclave. Corrective action is in progress to improve the reliability of the handle.